Event description:
Pump alarmed with an unk failure code during a dopamine infusion on a pt. The pt's blood pressure dropped to 61/39. The pump was replaced and the dopamine was titrated until the bp was stable. No pt injury resulted.